Event description:
On 09-jun-2025, a journal article was retrieved from journal of orthopaedics and traumatology (2024) that reported a retrospective, single-center, multi-surgeon, comparative study from austria. The purpose of the study was to analyze the pelvic and femoral morphology in cementless short stem tha via a minimally invasive (mis) anterolateral approach. The study screened 1826 total hip arthroplasties with fitmore stems at a single large academic center between january 1, 2011, and december 31, 2021. Of the screened hips, 39 met the criteria for review as having sustained a periprosthetic fracture within 90 days postop (29 female, 10 male) while 78 were assigned to the non-fracture group. Along with the fitmore stem, patients received a cementless press-fit cut with or without screws (allofit) or a cementless threaded cups (alloclassic csf or alloclassic variall). The study population had a mean age of 74.4 years at time of surgery (range 65-83 years). It was reported that 11 patients experienced an intraoperative femoral fracture; of which, 1 occurred at the lateral cortex during stem insertion (vancouver classification b2). The fracture was intraoperatively treated with one cerclage cable which failed in the follow up leading to stem exchange with a monoblock revision stem and three cerclage cables. Due diligence has been completed for this complaint; to date all available additional information has been received. Please reference journal article: report source: "luger, m., feldler, s., schopper, c., gotterbarm, t., & stadler, c. (2024). Is there a difference in pelvic and femoral morphology in early periprosthetic femoral fracture in cementless short stem total hip arthroplasty via an anterolateral approach? Journal of orthopaedics and traumatology, 25(1). Https://doi.org/10.1186/s10195-024-00795-x".

Manufacturer narrative:
(B)(4): a2: mean age of 74.4 years. G2: report source australia. No product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records could not be performed due to missing lot number. A review of the complaint history could not be performed due to missing reference and lot numbers. Medical records were not provided. Based on the journal article, the reported event can be confirmed. However, a definitive root cause cannot be determined. Report source: "luger, m., feldler, s., schopper, c., gotterbarm, t., & stadler, c. (2024). Is there a difference in pelvic and femoral morphology in early periprosthetic femoral fracture in cementless short stem total hip arthroplasty via an anterolateral approach? Journal of orthopaedics and traumatology, 25(1). Https://doi.org/10.1186/s10195-024-00795-x".